Event description:
The female pt had in-stent restenosis of a previously implanted unk stent in the mid lad. The lesion was bifurcated, heavily calcified, and tortuous. The lesion was classified as a type c lesion. The pt received a 3.0 x 23mm cypher stent to treat the restenosis. The physician "snowplowed" the previously implanted stent during the procedure, leading to side branch occlusion. The pt had a non q-wave mi during the procedure which was treated medically.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.